Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: total delamination of valve, brown particles in the fill channel, fold creases and one curved opening. A leak test was performed which identified delamination. A microscopic analysis was performed which identify: total delamination of valve, one striated opening and wear abrasion. Based on the device analysis the final assessment is total delamination of valve due to adhesive failure and one opening striated assessed as surgical damage. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "partial deflation". Device has been explanted.